Manufacturer narrative:
Siemens filed an initial MDR on 03-oct-2019. Additional information (15-oct-2019): based on a review of the information provided, preanalytical factors such as a clot in the sample and/or insufficient washing of the sample cannot be ruled out. The cause for the falsely elevated cardiac troponin I (ctni) ultra patient result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) for a falsely elevated cardiac troponin I (ctni) ultra patient result. A siemens customer service engineer (cse) was dispatched to the customer's site. A (B)(6) study for a patient sample close to the 99th% cutoff was performed with replicates of 5. The % cv was slightly elevated and quality control (qc) was also out of range for the analyte prior to the service call. The cse realigned the reagent probes and changed the wash guides. A repeat of the (B)(6) study post service showed improved %cv. The customer also observed that there may have been a clot in one of the samples collected on this patient. The cause for the falsely elevated cardiac troponin I (ctni) ultra patient result is unknown, however preanalytical factors such as a clot in the sample and/or insufficient washing of the sample caused by a system issue cannot be ruled out. Siemens is investigating.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) ultra result was obtained on an advia centaur xpt (#1) instrument. There was another sample collected at the same time from the same patient, tested on an alternate advia centaur xpt (#2) that resulted lower. The results from both samples were reported and questioned by the physician(s).the patient sample was retested on another alternate advia centaur xpt (#3) instrument that resulted lower. The customer performed repeat testing on the original advia centaur xpt (#1) instrument and on the advia centaur xpt (#2) instrument, resulting lower. The lower cardiac troponin I (ctni) ultra result was reported to the physician(s) as the corrected result. There are no known reports of adverse health consequences due to the discordant, falsely elevated cardiac troponin I (ctni) ultra result.